Event description:
Philips received a complaint on the heartstart dfm100 operates very slowly, or freezes during the functional test procedure, or a window to the service menu pops up when the device is turned on. There was no patient involvement. The asp evaluated the device and found the processor pca (453564489071) is malfunctioning. The processor pca needs to be replaced and an offer for its replacement has been made to the customer. Based on the information available and the testing conducted, the cause of the reported problem was processor pca. The reported problem was confirmed. The device was evaluated and needs to have its processor pca replaced to return to normal operation. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.